Event description:
It was reported that there was a power on reset condition (por). The clinician programmer indicated the implantable neurostimulator (ins) programmer was at zero volts. When the healthcare professional (hcp) checked the ins settings, they were at factory default. The programmer also indicated ¿check the device clock.¿ the reporter did not know when the por occurred. The patient was in a nursing home. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0527052v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot # j0527052v, implanted: (B)(6) 2005, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 64002, lot # n427066, implanted: (B)(6) 2014, product type adapter; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
Additional information received reported the healthcare professional (hcp) was unsure what caused the power on reset (por). No error codes were displayed with the por. The patient had no new symptoms or worsening of symptoms. The hcp was unable to read the impedance. A manufacturing representative suggested the hcp reset the settings. After the settings were reset, the hcp was able to red impedances. The patient had recovered without permanent impairment.

Manufacturer narrative:
(B)(4).